Event description:
Patient was on a ventilator at her home. The electricity to the home went out and the back up battery on the ventilator did not ventilate the patient even though the alarms continued to sound. Patient died 20 minutes after the power went off. Patient was a hospice patient and had planned on being weaned off ventilator at a later date. However she died struggling to breathe. Patient was alert and scared at the time of death. Hospice nurse, hospice aide and patient's children were at bedside and witnessed her death. Ventilator continued to alarm after the patient's death and was upsetting to the family. Crossroads hospice staff removed ventilator to the hospice office and notified supplier medical service company, (B)(6) to pick up the ventilator and about how it failed. Supplier picked up ventilator (B)(6) 2014 and put machine in quarantine per chief executive officer (B)(6). Patient had a foley draining clear yellow urine. Also had a pca pump with morphine 2mg/hr basal rate and a 1mg/hr bolus available. Bolus was not used until power went off.